Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The customer was previously provided a replacement device to resolve the issue.

Event description:
It was reported that the speaker was malfunctioning and there was no audio. The device was not in use at time of event and no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.